Event description:
Part of test kit missing from both boxes I purchased. I purchased new and rated high from (B)(6). But the boxes were also closed with a tape tab that seemed new. However, after reading the instructions, the solution to add to the vial was missing. The tests are useless and could result in false negatives if someone uses incorrectly. Couldn't use the test because part missing from both boxes. FDA safety report ID# (B)(4).